Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection and functional testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette had the green pull ring cap (patient line cap) that was ¿off and floating¿ around inside the individual packaging. This was observed before therapy use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.